Event description:
It was reported that during the implant attempt, the helix on the right ventricular (rv) lead failed to extend out of the lead body after greater than thirty turns. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and the turns to extend/retract the helix exceeded specification. Visual analysis revealed the lead was damaged at implant. The helix was stretched out of specification and canted.